Event description:
Pt developed redness, swelling, drainage and pain at the device pocket site. Cultures revealed no growth. The pt was treated with oral antibiotics and the device system removed. The infection was reported to have resolved.